Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0404. Patient problem code: f26.

Event description:
It was reported that, user found there was no product information label on the actual goods inside the box. It was reported that, the user suspects needle crack during use. It was observed air leakage.

Event description:
It was reported that, user found there was no product information label on the actual goods inside the box. It was reported that, the user suspects needle crack during use. It was observed air leakage.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: related to the cracked needle failure mode: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001427561 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Pr 8955822 follow-up emdr for device evaluation: related to the cracked needle failure mode: one physical sample of illinois needle was returned for evaluation in sealed package. The needle was visually inspected, and no cracks were observed; therefore, the failure mode of crack was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001427561 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that, user found there was no product information label on the actual goods inside the box. It was reported that, the user suspects needle crack during use. It was observed air leakage.